Event description:
Caller reported alarm 2 followed by alarm 26, which occurred earlier in the day. There was no adverse impact to the customer¿s blood glucose level. Customer resolved the issue by changing the infusion set and cartridge and resumed insulin, and no additional assistance was necessary, leading to the closure of the case.